Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm sensor anomaly. Customer's blood glucose at time of incident was unknown. Customer reported they had a few sensors which had no electrode, this was noted upon removing from the body. The customer was advised pump will be replace.